Event description:
Pt's cardiac monitor hr alarm was silenced even though the nurse did not silence it/was not silenced by other staff, also happened 2x with neighboring pt in bed 7's arterial line alarm where the "alarm off" symbol randomly popped up without being manually turned on. Charge nurse aware, clinical engineering called. Monitoring monitors closely. FDA safety report ID# (B)(4).